Event description:
It was reported the customer was unable to upload to carelink. The customer's blood glucose level was unknown mg/dl. The customer stated that she doesn't want to troubleshoot to carelink issue and instead that she want the insulin pump replaced. The patient was advised to contact local office to follow up regarding replacement of insulin pump and said okay. No additional assistance required.

Manufacturer narrative:
Findings: unable to upload to carelink due to a47 alarm in the history file. A47 alarm in the history due to corrupted history file. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.